Manufacturer narrative:
The underlying cause could not be determined; however, the issue was confirmed for motor drift. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Foot motor drifts down after raising.